Manufacturer narrative:
Carefusion complaint number: (B)(4). The customer stated that the device is available for evaluation however carefusion has yet to receive the device. In the event that the device is received or additional information is provided a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device for evaluation.

Event description:
The customer stated that "the "vent inop" alarm occurred. Events: motor fault and "xdcr fault. "No patient involvement was noted."

Manufacturer narrative:
Results of investigation:the carefusion failure analysis lab received the suspect main printed circuit board and installed it onto a known good unit. It was powered on into service mode where the event log showed multiple transducer faults. The transducers were calibrated and the unit powered into ventilating mode where there were no anomalies noticed. The unit was cycled on/off ten times however the reported event was unable to be duplicated.